Event description:
Following a novasure endometrial ablation, the pt was admitted to the hospital for a laparoscopy. A perforation in the right cornual region and extensive cautery effect along the right cornua and fundus were seen. The left fundal and cornual region appeared normal, with no evidence of ablation. Additionally, a 3-4cm area of blanching was seen on the colon in the right lower quadrant. A bowel resection of the colon was performed and a temporary colostomy created. We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. If add'l relevant info is rec'd, a supplemental medwatch will be filed. (B)(4).